Event description:
It was further reported that the site has updated the event diagnosis to stent thrombosis involving the distal stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event hospitalization, the patient reported intermittent angina pectoris "independent of personal load" since (B)(6) 2009. Coronary angiography also confirmed high grade stenosis of the mid rca in addition to in stent restenosis.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6); same case as 2134265-2010-00645. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient presented with chest pain and in-stent restenosis and subsequently underwent coronary artery bypass surgery (CABG). The target lesion was located in the proximal right coronary artery (rca). During the index procedure, a 2.25x20mm taxus express2 stent was implanted along with a 2.5x20mm taxus express2 placed distally to the first with gap. At 1056 days post index procedure, the patient presented with chest pain "combined with proponint negative" and stable angina pectoris. Coronary angiography was performed which revealed subtotal occlusion of the stents in the rca along with high grade stenosis of the 1st and 2nd diagonal branch of the left anterior descending coronary artery and in the left circumflex. Nine days later, the patient underwent CABG, which involved a left mammary bypass for the ramus interventricularis anterior and aorto-coronary vein bypass of the ramus intermedius, ramus marginalis and the rca with a good result. The patient was transferred to a rehabilitation hospital 12 days after surgery which was without any complications and the event was said to be resolved 42 days after onset. It is the opinion of the physician that this event is related to the stents.